Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the instructions for use (IFU) states: the multi-link 8 coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Restoring coronary flow in patients experiencing acute myocardial infarction, who within 12 hours of symptom onset present with native coronary artery lesions and patients with symptomatic ischemic heart disease due to lesions in saphenous vein bypass grafts. Also stated in IFU: prior to using the multi-link 8 coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation determined the reported stent dislodgement appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the left vertebral artery. The 4.0 x 15 mm multi-link 8 stent delivery system (sds) was advanced to the lesion without resistance. Once at the lesion site, it was noted that the stent implant was not on the balloon. The stent was found in the packaging. The sds was removed from the patient and a new sds was used to complete the case. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 4.0 x 15 mm multi-link 8 stent implant became loose after it was advanced in the anatomy. No additional information was provided.